Manufacturer narrative:
Details of complaint: the customer reported that a pu-681ra unit displayed nibp parameter data in place of the spo2 parameter on the all-beds screen. Attempts to obtain further information were made, but the customer was unresponsive. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of the issue cannot be determined as there was not enough information provided by the customer. Attempts to obtain further information were made, but no response was received from the customer. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. The overall risk rating is medium.

Event description:
The biomedical engineer reported that the central nurse's station (cns) took off the spo2 parameters from the all beds screen and started displaying nibp instead. This caused an interruption in patient monitoring.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) took off the spo2 parameters from the all beds screen and started displaying nibp instead. This caused an interruption in patient monitoring. The biomedical engineer also reported that they did not change any of the parameter priority settings and that this event occurred on its own. Nk ts informed the customer that if no one changed the settings they would need to pull the cns logs so that they can determine how the spo2 parameters disappeared and the nibp showed up. The customer will follow up once they are ready for further troubleshooting. No patient harm or injury was reported due to this event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The biomedical engineer reported that the central nurse's station (cns) took off the spo2 parameters from the all beds screen and started displaying nibp instead. This caused an interruption in patient monitoring.